Manufacturer narrative:
Follow-up #1: date of submission 05/02/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the last bolus was delivered one day before the complaint date. The history showed an unexplained power on reset on the complaint date and the delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Caps were not returned with the pump. Using test caps, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio bolus and manual bolus were delivered and recorded corrected.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was in the 30 mg/dl range with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly resumed pump therapy after replacement without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump starting the day before the call. Review of basal deliveries determined that they were correct and as programmed. No information was provided regarding bolus deliveries. Review of potential causes for bg issue and potential causes for perceived inaccurate delivery did not identify any assignable causes. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.